Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's pump was explanted. The reason for the explant is currently unknown.

Manufacturer narrative:
Internal complaint number: (B)(4). Additional information received concerning pump explant.

Event description:
A health care professional reported that the patient experienced a lack of pain relief and swelling around the pump site. A CT scan showed a large amount of fluid surrounding the device. The pump was subsequently explanted. There was no pump malfunction.